Event description:
It was reported that during a breast biopsy, during initialization, the system displays error codes l3004, l3008, l3020. No further info is available. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: the defect reported by the customer was verified and corrected by performing system upgrades. During inspection of the instrument, other defects adversely affecting the function were found. The defect-correction measures are listed below. Internal pneumatic system repaired. Missing accessories completed. Unit cleaned and calibrated. Functional test performed. Pneumatic circuit checked. Software modified. Electrical safety test acc. To iec 60601-1 completed. Defective fastening material exchanged. Functional test acc. To test procedure completed. Electrical and mechanical upgrade performed. Pump wire modified. Vco (vso) defective replaced. The control module passed all qa functional testing.